Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, the patient was admitted to the hospital for 3 days due to the stone in the middle and lower segment of the left ureter with left hydronephrosis. The doctor performed the kidney drainage tube placement under the guidance of b-ultrasound. The doctor used the drainage tube and accessories for puncture and drainage. During the operation, it was found that the drainage tube and the needle core could not be separated, and no effusion was drained after the tube placement. It will affect the operation effect and increase the patient's pain.